Event description:
It was reported that the battery was taking longer than expected to charge. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further information.